Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a follow up the physician found several episodes of t-wave oversensing and one inappropriate shock. The device was reprogrammed. At a later follow-up, the physician found several episodes classified as vt and svt due to oversensing. The device was reprogrammed and will be monitored.